Event description:
Instrument tip has broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the tip broke off. Previous investigations found that if the tip is not screwed down until it is seated against the base of the extractor (tips are switched between a metal and poly during surgery), the impact force applied to the impactor/extractor to seat the implant can shear the bolt. In addition, the vendor date code ah0802 indicates the instrument was manufactured in august of 2002 and is over 12 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.